Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that the patient's system triggered the lead safety switch (lss) function. The impedance measurement was less than 200 ohms noted on the lss and the graph. However, when the patient was being interrogated recently, the impedance measurements were normal and no high out-of-range (oor) shock impedance measurement was recreated. Further, noise was seen in electrogram (egm) resulting in non-sustained events. In addition, the duration of asystole was unknown. The patient was pacer-dependent and symptomatic with some dizziness. The field representative reprogrammed the device. Additional information indicated that an insulation breach was suspected, however, this was not conclusively determined. The right ventricular (rv) lead was surgically abandoned while the pacemaker remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received and indicated that noise being oversensed led to pacing inhibition with an asystole of less than 2 seconds. Also, a conductor fracture was suspected, however this wasn't conclusively determined. The cause of the observation remains undetermined at this time. The rv was surgically abandoned and the pacemaker still remains in service. No additional adverse patient effects were reported.